Event description:
The customer reported via phone call that he was dissatisfied with the insertion device. Customer stated that the device won't work and keep occuring issues. Customer's blood glucose was unknown mg/dl. The customer was advised that we will sent him silhouettes. Customer was advised to review how to insert them and understood.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.